Event description:
It is reported that a customer received a threshold suspend alarm on their insulin pump. The patient's blood glucose was at 74 mg/dl. The customer was assisted with trouble shooting and the insulin pump worked as designed after the sensor was rebooted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.